Event description:
A couple months after having essure placed I started having severe pelvic pain. Stabbing pain in lower right abdomen. Lower back pain that has progressed over the years into debilitating back pain. Have had many infections in my intestines. My internals have remained swollen for the past four years. Experience severe bloating on a daily basis. Gained weight that I can not seem to loose at any attempt. Weaknesses in body along with severe fatigue. Brain fog daily. Memory loss. Numbness in my arms and legs. Random and frequent vomiting. Painful intercourse. Loss of sexual drive. Heavy painful periods. Severe mood swings. Severe depression due to all these issues. (B)(4).